Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and performed all manifold leak tests. The fse was unable to duplicate the error, and the iabp passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to the customer cleared for clinical use.

Event description:
The customer/biomedical engineering called clinical emergency support line to report that as they were attempting to resume therapy to a patient, post-op the intra-aortic balloon pump (iabp) alarmed "autofill failure". The customer attempted to make sure all connections were secure, helium tank was adequate, etc. However, this troubleshooting process was not successful and the surgeon had patient switched to a different cardiosave and the same result occurred. No death, injury or adverse event was reported. This report is for the second pump that the customer attempted to utilize. Please refer to medwatch report #2249723-2017-00528 for the report on the first iabp used.